Event description:
The customer reported that fluid under the display window was noted. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a corroded liquid crystal display board.